Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument hinge popped off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have bent grips causing a side to side misalignment of the grips. There was portion of the grip near the base, closest to distal clevis pin that extended further than manufactured. There was an 0.036¿ offset at the side to side misalignment of the grips. Common causes of the failure mode bent instrument grips -tips are typically attributed to mishandling/misuse. Bent grips are attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard issue/objects or collision with other instruments. Additional observation not reported by site were also identified: the force bipolar instrument was found to have dried residue on the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse for example by improper cleaning/reprocessing techniques, such as insufficient flushing. The complaint regarding the dislocated hinge was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out/jaw dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, one of the jaws of the force bipolar instrument was dislodged. Dislodged jaw was pushed back in order to safely remove the instrument from the trocar. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, with no issues found.